Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: in event description mention "we are having fraying issues" could you please clarify if there are more than one procedures involved? If yes please confirm below information: yes ¿ were these cases previously reported to ethicon? No * if the issue occurred in this single procedure, could you please clarify how many times occurred this issue? 3 times. * could you please clarify if did any patient/s suffered from any signs or consequences due to the issue? Please provide more information unknown, according to circulating team. * did the 36 devices indicated in product involved, present the fraying issue or are just samples? There was 3each found that had fraying issues in that one day 2/9/2023 out of the 36. But, the circulating team informed me that this fraying issue occurred many times prior to this incident. I don¿t have any used sutures available to provide you. I do have the remaining inventory of 1 full unopened box and 1 box with 3 each left. Does the quantity of 36 represent the total number of sutures that frayed? - customer explained that the exact number of fraying sutures is unknown for other procedures, but the sutures all came from the same single box (sales unit) containing a quantity of 36. What is the number of procedures in which suture fraying occurred? - the exact number of procedures is unknown. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Related events captured via 2210968-2023-01914, 2210968-2023-01915+.

Event description:
It was reported that a patient underwent an unknown procedure on 02/09/2023 and suture was used. The issue of fraying suture occurred. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 investigation summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received thirty-nine unopened samples that pertain to the product code mcp415. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.